Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b12lt device was returned in good condition. The obturator and the sleeve assembly were visually inspected and no broken pieces were observed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that prior to an unknown procedure, the distal end of sleeve is broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.